Event description:
While pipetting a volume verification plate on summit it was observed that no reagent was added to well d8. No error was generated by the summit. No death or serious injury was associated with this incident.